Event description:
It was reported that during the shunt pta treatment procedure, the talon balloon dilatation catheter deflated slowly. The device was advanced through a 5 fr mosquito sheath to the 90% stenotic lesion in the left radial vein. A transend ex guidewire and encore 26 inflation device were used in the procedure. Following the third inflation to 15 atms, the balloon required 30 seconds to deflate. The device was successfully deflated and removed. No patient injuries or complications were reported. The patient's status was reported as "good".